Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Part 03.010.046, lot 8973980: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a lateral mid shaft femoral fracture surgery while manipulating the percutaneous insertion handle the tooth broke off, another one was readily available for use. The surgery was completed successfully with no delay. The patient was stable following surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was completed: the percutaneous insertion handle, part number 03.010.046, lot number 8973980, was returned and reported to have broken during surgery. A visual inspection, functional test, and drawing review were performed as part of this investigation. This complaint is confirmed. The percutaneous insertion handle is an instrument additionally available in the lateral entry femoral nail recon-ex instrument set. The distal anti-rotation tab of the insertion handle has entirely sheared off along a homogeneous fracture surface. The device was manufactured in september 2014 and is over two years old. The balance of the returned device is in otherwise fairly good condition with little visible wear. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device. All measurements have been performed by the applicable calipers. This complaint condition was likely caused by over two years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.